Event description:
Baxter crrt tubing malfunction, staff received an error message when trying to load into machine. No patient harm. Staff attempted with 3 sets prior to getting another lot number. The new lot number worked. The devices with the same lot number causing the error were sequestered. Lot number with error message: 25c0037ca. Pt code: 4582. Device code: 4042. Referencing reports: mw5185513 and mw5185514.